Manufacturer narrative:
The caller confirmed that the speaker was swapped and the fault was isolated to the main pcb. The unit associated to this report is no longer serviced or repaired however, the customer confirmed fault was previously addressed by covidien mfg team in a corrective and preventative action. Info of this nature will be added to the database and trends will continue to be monitored. (B)(4).

Event description:
The company rec'd a report from a biomedical engineer that the unit did not provide an audio tone. The caller confirmed no pt involvement.